Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
The peritoneal dialysis patient reported a fluid leak during treatment. The patient stated the fluid leaked out of the cassette door as she was breaking down the machine. The exact origin of the leak was unknown. Patient did not take any prophylactic antibiotics. She stated her effluent was not as clear as it normally was last night. She discarded the cassette sample. In follow-up a peritoneal dialysis nurse confirmed the fluid leak during treatment. The patient did not have any health complications. The nurse confirmed she spoke with the patient, and the patient's effluent was clear.